Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 15 to 20 mmol/l (270 to 360 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Upon removal, it was noticed that the cannula retracted and the needle was still visible, indicating a needle mechanism failure. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The pod was received with cannula not deployed out. Slide insert was not visible through the window. But the pod download data revealed that it completed first and second priming sequences. Both the linkage assembly and the formed needle were found fully retracted into the device after deployment. After opening the top housing of the pod, it was observed that soft cannula and slide insert were also retracted into the pod. Upon further inspection, catch beam was found to be missing that prevents the slide insert and the soft cannula mounted to it, from retracting into the pod. Because of this missing component, the needle mechanism assembly failed to deploy the needle/cannula into the infusion site and soft cannula retracted back into the pod.